Event description:
It was reported that balloon leakage occurred. The stenosed target lesion was located in the femoral artery. A 10.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. During the procedure, it was observed that the pressure could not be increased beyond 3 atmospheres. Upon withdrawing the pressure pump, blood was noted in the pump, and there was evident leakage of fluid from the balloon. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon visual inspection, it was determined that the balloon was not folded, indicating that it had been subjected to positive pressure. According to the mustang specification, the rated burst pressure for this device is 14 atmospheres. The returned device was connected to an encore inflation unit, and during testing, positive pressure was applied. This resulted in the observation of di water leaking from a balloon pinhole located approximately 12mm proximal to the proximal marker band. A visual examination of the marker bands revealed no issues. Additionally, both visual and tactile examinations confirmed the absence of any kinks or damage to the shaft and tip.

Event description:
It was reported that balloon leakage occurred. The stenosed target lesion was located in the femoral artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, it was observed that the pressure could not be increased beyond 3 atmospheres. Upon withdrawing the pressure pump, blood was noted in the pump, and there was evident leakage of fluid from the balloon. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.